Event description:
It was reported that post-operatively, the patient experienced phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead. High variable thresholds were also noted. The lv lead output was lowered and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 bi-v ICD, (B)(6) 2015 693558 lead, (B)(6) 2015. (B)(4).